Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the gauge of the manometer jumped up suddenly. The physician was inflating the balloon catheter when the manometer gauge reached 6 atms, it stopped moving. Although further pressurization continued and gradually applied, the gauge jumped up to 10 atms suddenly. The physician replaced it with a new unit, resulting in a successful completion of the procedure. Patient is reported to be fine.